Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
Fall apart while in use...pieces coming out in the toilet- vagina [foreign body in reproductive tract] fall apart- tampons [device breakage]. Case narrative: consumer reported via e-mail that the tampons are falling apart. No serious injury reported.